Event description:
This unsolicited case from united states was received on 18-dec-2017 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and later on the same day knee swelled to the size of a grapefruit, had excruciating pain, after unknown latency, aspirated the knee and after few days knee was warm to touch. No past drug, medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc one (since about 2011 and had received about 6-8 injections; previous injection was in (B)(6) 2016; was most comfortable with injection). On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml into the left knee for knee pain. She went home and did not do any strenuous activities. On the same day, in the evening the patient's knee swelled to the size of a grapefruit and was in excruciating pain. At midnight the patient went to the hospital. The ER took a blood sample and x-ray. They gave her ibuprofen and she went home. On (B)(6) 2017, the patient went to see the orthopedist who gave the injection. It was reported that the patient's knee was still swollen and he told her to ice the knee, take ibuprofen, relax, and if the swelling did not subside in 36 hours, to notify him. Within 5 hours of her visit, she couldn't stand the pain any longer and took an ambulance to the ER and was admitted on the same day. On an unknown date in (B)(6) 2017, the ER aspirated the knee and both blood and fluid amounted to at least 80 ml. It was tested for infection. Her orthopedist arrived at the ER and they kept her overnight to watch her vitals to be sure she was not infected. Her physician told her about the recalled lot and that she had received that lot number. The patient's laboratory test was negative for infection. It was reported that the patient was still in the same amount of pain. While in the hospital, the patient was given IV tramadol hydrochloride (tramadol) for pain. She was discharged with oral tramadol and ibuprofen. The size of the swollen knee diminished some after the aspiration, but swelled again. There was no color change on the knee or redness. On an unknown date in (B)(6) 2017, after few days knee might have been warm to the touch for several days, but was not warm currently. It was reported that the patient did not run a fever. She has no prosthetic devices, no history of immunosuppressant use, and no allergies at all. The patient was overall fit person. She was very active. For example, she hiked the grand canyon multiple times. She did not watch the injection being given, so assumed the physician cleaned the site with a disinfectant, etc. She did not receive any other injections in the knee. Corrective treatment: not reported for knee warm to touch; aspirated the knee for aspirated the knee (effusion knee); ibuprofen, tramadol and ice for excruciating pain; ibuprofen, ice for knee swelled to the size of a grapefruit. Outcome: recovered for knee warm to touch and aspirated the knee; not recovered for rest of the events a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: hospitalization/prolongation for knee swelled to the size of a grapefruit, excruciating pain and aspirated the knee.

Event description:
This unsolicited case from united states was received on 18-dec-2017 from a patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one and later on the same day knee swelled to the size of a grapefruit, had excruciating pain, after unknown latency, aspirated the knee and after few days knee was warm to touch. No past drug, medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc one (since about 2011 and had received about 6-8 injections; previous injection was in (B)(6) 2016; was most comfortable with injection). On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml into the left knee for knee pain. She went home and did not do any strenuous activities. On the same day, in the evening the patient's knee swelled to the size of a grapefruit and was in excruciating pain. At midnight the patient went to the hospital. The ER took a blood sample and x-ray. They gave her ibuprofen and she went home. On (B)(6) 2017, the patient went to see the orthopedist who gave the injection. It was reported that the patient's knee was still swollen and he told her to ice the knee, take ibuprofen, relax, and if the swelling did not subside in 36 hours, to notify him. Within 5 hours of her visit, she couldn't stand the pain any longer and took an ambulance to the ER and was admitted on the same day. On an unknown date in (B)(6) 2017, the ER aspirated the knee and both blood and fluid amounted to at least 80 ml. It was tested for infection. Her orthopedist arrived at the ER and they kept her overnight to watch her vitals to be sure she was not infected. Her physician told her about the recalled lot and that she had received that lot number. The patient's laboratory test was negative for infection. It was reported that the patient was still in the same amount of pain. While in the hospital, the patient was given IV tramadol hydrochloride (tramadol) for pain. She was discharged with oral tramadol and ibuprofen. The size of the swollen knee diminished some after the aspiration, but swelled again. There was no color change on the knee or redness. On an unknown date in (B)(6) 2017, after few days knee might have been warm to the touch for several days, but was not warm currently. It was reported that the patient did not run a fever. She has no prosthetic devices, no history of immunosuppressant use, and no allergies at all. The patient was overall fit person. She was very active. For example, she hiked the grand canyon multiple times. She did not watch the injection being given, so assumed the physician cleaned the site with a disinfectant, etc. She did not receive any other injections in the knee. Corrective treatment: not reported for knee warm to touch; aspirated the knee for aspirated the knee (effusion knee); ibuprofen, tramadol and ice for excruciating pain; ibuprofen, ice for knee swelled to the size of a grapefruit. Outcome: recovered for knee warm to touch and aspirated the knee; not recovered for rest of the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: hospitalization/prolongation for knee swelled to the size of a grapefruit, excruciating pain and aspirated the knee additional information was received on 02-jan-2018. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This unsolicited case from united states was received on 18-dec-2017 from a patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one and later after 9 hours had swelling prevented knee from bending, knee swelled to the size of a grapefruit/swelling of injected knee(left), excruciating pain/extreme pain; after unknown latency had aspirated the knee and knee warm to touch. Also, device malfunction was identified for the reported lot number. The patient had past treatment with synvisc one (since about 2011 and had received about 6-8 injections; previous injection was in (B)(6) 2016; was most comfortable with injection). Medical history included osteoarthritis of knee. Concomitant medication included meloxicam for arthritic knee, mirtazapine for insomnia and citalopram for anxiety. Patient had no known allergies. On (B)(6) 2017, at 14:00 the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (lot number: 7rsl021 expiration date: unknown) into the left knee for knee pain. She went home and did not do any strenuous activities. On the same day (after 9 hours), in the evening the patient's knee swelled to the size of a grapefruit/ swelling of the injected knee (left) and was in excruciating pain/ extreme pain. It was reported that extreme swelling prevented knee from bending. At midnight the patient went to the hospital. The ER took a blood sample and x-ray. They gave her ibuprofen and she went home. On (B)(6) 2017, the patient again went to the hospital due to extreme pain and swelling. On (B)(6) 2017, the patient went to see the orthopedist who gave the injection. It was reported that the patient's knee was still swollen and he told her to ice the knee, take ibuprofen, relax, and if the swelling did not subside in 36 hours, to notify him. Within 5 hours of her visit, she couldn't stand the pain any longer and took an ambulance to the ER and was admitted on the same day. On an unknown date in (B)(6) 2017, the ER aspirated the knee and both blood and fluid amounted to at least 80 ml. It was tested for infection. Her orthopedist arrived at the ER and they kept her overnight to watch her vitals to be sure she was not infected. Her physician told her about the recalled lot and that she had received that lot number. The patient's laboratory test was negative for infection. It was reported that the patient was still in the same amount of pain. While in the hospital, the patient was given IV tramadol hydrochloride (tramadol) for pain. She was discharged with oral tramadol and ibuprofen. The size of the swollen knee diminished some after the aspiration, but swelled again. There was no color change on the knee or redness. On an unknown date in (B)(6) 2017, after unknown latency knee might have been warm to the touch for several days, but was not warm currently. It was reported that the patient did not run a fever. She has no prosthetic devices, no history of immunosuppressant use, and no allergies at all. The patient was overall fit person. She was very active. For example, she hiked the grand canyon multiple times. She did not watch the injection being given, so assumed the physician cleaned the site with a disinfectant, etc. She did not receive any other injections in the knee. Corrective treatment: not reported for knee warm to touch; aspirated the knee for aspirated the knee (effusion knee); ibuprofen, tramadol hydrochloride and ice for excruciating pain; ibuprofen, ice for knee swelled to the size of a grapefruit/extreme pain swelling (left); tramadol hydrochloride and ibuprofen for swelling prevented knee from bending outcome: recovered for knee warm to touch and aspirated the knee; not recovered for rest events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: hospitalization/prolongation for knee swelled to the size of a grapefruit, excruciating pain and aspirated the knee; important medical event of device malfunction additional information was received on 02-jan-2018. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 12-jan-2018 from the patient. Medical history and concomitant medications were added. Additional events of device malfunction and swelling prevented knee from bending were added with details. Lot number added. Verbatim was updated from knee swelled to the size of a grapefruit to knee swelled to the size of a grapefruit/extreme pain swelling (left). Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 12-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced swelling in left knee, pain in left knee and aspirated the knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.